Event description:
It was reported there was a lead fracture. They had noticed increased dystonic movements at home and at school. Interrogation of the deep brain stimulator (dbs) occurred in the office on 2014-(B)(6) and it showed high impedances and low therapeutic current delivered by the left dbs. X-rays of head, neck, and chest were ordered to investigate the lead fracture. An appointment was made to see their doctor 3 days after report. X-rays confirmed the left electrode had fractured. The right-side wire was intact. There was no palpable fracture of the dbs lead and no tenderness. The plan was to replace the left dbs lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37086, lot# unknown, implanted: 2013-(B)(6), product type extension. Product ID neu _unknown_lead, implanted: 2013-(B)(6), product type lead. Product ID neu_unknown_lead, lot# unknown, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that surgery took place on (B)(6) 2014. The left lead was replaced with a new lead. The patient was observed inpatient overnight, pain was well controlled. Symptoms of concern were discussed with the help of a translator. The patient was discharged to home on (B)(6) 20141 with tylenol, ibuprofen, and hycet for pain. Programming took place on (B)(6) 2014 without difficulty. Surgery follow up took place on (B)(6) 2015. There were no apparent difficulties and the patient was back to baseline. The incisions were healing well, no edema, no erythema. The patient was released to regular activities. The left lead fracture was resolved.